Manufacturer narrative:
Qc was within the established ranges prior to and on the day of the event. A system check was performed on (B)(6) 2011 and met the specifications. Service was on site on (B)(4) 2011, and the field service engineer (fse) noted a large amount of bubbles forming in the wash pump upon inspection of the fluidics module. The fse looked for flow restrictions within the wash pump lines and found none. The fse cleaned and reassembled the wash pump, but bubble formation re-occurred. The fse replaced the interior wash pump parts and the bubble formation ceased. System check passed instrument specifications after servicing the instrument, and qc was within the established ranges. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results, above the ami cutoff and within the risk stratification range, generated by access 2 immunoassay system for three patients' samples. The results were not reported out of the laboratory. Subsequent testing produced lower results within the risk stratification range for each patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.